Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The MRI tech reported that the patient was scheduled for an MRI of brain, and indicated that the stimulator had not been working. MRI guidelines were reviewed. No further complications were anticipated/reported.